Event description:
It was reported by dealer that out of the box, the left wheel is rubbing against the armrest on the 9sl wheel chair. The dealer states that the frame is warped. The dealer has no further information to provide.